Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6) 2010. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was clamped down on tissue and would not release. It is unknown how the device was removed. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available. The device was discarded.